Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional clarification was obtained: what was being done, when the suture broke? Bleeding artery of uterus was stitching with suture. Was there any intervention necessary to treat the hematoma? If yes, please describe what intervention was performed. At hematoma region, suture and antihemorrhagic were used. What is the surgeon opinion of the cause and contributing factors for hematoma. He doesn¿t know exactly, he thinks that the cause of hematoma might be suture or other factors. Please describe what other complications occurred. Only hematoma occurred and that¿s why the procedure time was extended. What is the surgeon opinion of the cause and contributing factors for the other complications. There wasn¿t any other complication. Were any intervention performed for the other complications. If yes, please describe. Suture and antihemorrhagic were used. What was used to complete the procedure. The products which were used in the normal procedure were used in the same way. In addition, the patient current condition is well now and there were no adverse consequences for the patient.

Manufacturer narrative:
Additional information: we received an actual sample. Both suture segments presented ends with broken appearance. The knot pull test result of the thread with approx. 26 cm length meets the specified quality requirement. Additionally, single broken filaments at the thread was found and also the observed broken appearance at the ends indicate that the thread seems to be broken over an instrument.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was the vicryl suture applied? Uterus. What was being done, when the suture broke? It was being stitched at uterus. In relation to needle, what is the approximate location of suture breakage? At the middle. Was there any intervention necessary to treat the hematoma? If yes, please describe what intervention was performed. Yes, cautery and suture were needed to performed. What is the surgeon opinion of the cause and contributing factors for hematoma. The bleeding arterial vessel couldn't ligate because of broken suture. This situation caused hematoma. Please describe what other complications occurred. What is the surgeon opinion of the cause and contributing factors for the other complications. The hematoma ¿ the bleeding because of hematoma and extension of procedure time, risk of infection. Were any intervention performed for the other complications. If yes, please describe. The hematoma was cauterized by stitching repeatedly. What was used to complete the procedure. Another suture with different brand was used to complete the procedure.

Event description:
It was reported that the patient underwent a cesarean procedure on (B)(6) 2017 and the suture was used for uterus. During the procedure, the suture broke at the middle two times. Hematoma and complications occurred at the part where the suture was used. The surgeon opined that the bleeding of arterial vessel could not ligate because of the broken suture and this situation caused hematoma. Hematoma was cauterized by stitching repeatedly and other suture was used to complete the procedure.